Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead threshold was high. It was noted it had been chronically elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the threshold had been chronically elevated due to patient anatomy. The physician noted appropriate sensing and the patient did not require pacing so no reprogramming was necessary.